Event description:
On (B)(6) 2018, the reporter for the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch select simple meter was displaying an error 5 message ¿ meter issue, whilst attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation the reporter stated that the alleged product issue first occurred on (B)(6) 2018 on an unspecified time. The patient manages his diabetes with insulin (non-adjuster) and the reporter stated that the patient made no change to his usual diabetes management routine in response to the alleged product issue. Four days after the alleged product issue began, on (B)(6) 2018 in the morning, the patient had developed symptoms of ¿weakness, dizziness and blurred vision¿. The reporter denied that the patient received any treatment and no medical intervention was reported. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used. The correct test strips were being used and the test strips used were stored correctly and had not expired. The test strip completely drew in the blood sample. The patient¿s products were replaced. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.